Event description:
It was reported that a site was having problems communicating with a patient's device using their programming system. The medical professional changed the 9 volt battery and tightened the connections, but the issue prevailed. Follow up with a company representative revealed that the issue was a frozen screen and re-seating the flash card on the handheld resolved the issue. Good faith attempts to obtain additional information have been unsuccessful to date.